Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 2 months post-implant, it was reported that the patient experienced cerebral bleeding. A computed tomography (CT) scan revealed bleeding was in the right temporal lobe and the bleeding was expanded. Reversed anticoagulation was performed. Ix factor, fresh frozen plasma (ffp), concentrated glycerin and fructose were administered; however the patient expired the next day.